Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a leak at the connection from the adapter to the supply bag (baxter extraneal) during an unspecified phase of the therapy. It was noted that the supply bag became loose from the adapter. The cause of the leak was unknown. It was noted that the patient was connected to the supplies when the leak occurred. The patient did not experience any adverse events or require any medical intervention following this event. The patient was able to complete their treatment using manual supplies. The adapter used by the patient was no longer available for evaluation. The patient is continuing with peritoneal dialysis therapy.